Manufacturer narrative:
The returned product was visually inspected and found to have discoloration inside, indicating a possible fluid-leak. Residual fluid and corrosion were found on the surfaces of internal assemblies. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. A malfunction is confirmed to have been a contributing factor to the customer¿s high bg levels. Qualification records for the product lot were reviewed and all acceptance criteria were met. Insulet has initiated an internal investigation into this particular failure mode and has taken action to minimize and prevent its recurrence. A risk assessment has been conducted as well as ongoing monitoring to ensure that this level of failure does not exceed action limits (as defined by insult¿s internal procedures). Improvement activities are in process. The omnipod user¿s guide warns that ¿test results greater than 250 mg/dl mean high blood glucose (hyperglycemia),¿ and to treat hyperglycemia advises ¿if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider¿s guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Then contact your healthcare provider for guidance.¿

Event description:
Customer reported that at 8:00pm on (B)(6) 2011 her blood glucose measured between 115 and 120 mg/dl according to her dex-com. At 9:44pm it had risen to 188 mg/dl, so she corrected with a .95 unit insulin bolus, but at 11:12pm it had risen again to 196 mg/dl, so she gave another .4 unit bolus. At 3:08 am the next morning her bg had elevated to 337 mg/dl, so she removed the device.